Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a skin irritation under one of the electrodes of the lifevest. The patient reportedly had to see a wound care physician. Follow-up indicated that the patient's irritation was healing.